Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, all conductors and the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the only vein large enough to accept a left ventricular (lv) lead had phrenic nerve stimulation along the entire length. The physician opted not to implant an lv lead. No patient complications have been reported as a result of this event.